Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use on the patient, the cs300 intra-aortic balloon pump (iabp) had alarm on the display. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the drive manifold and vent valve to resolve the issue. All functional and safety checks performed to meet factory specifications. Equipment suitable for clinical use.

Event description:
It was reported that during use on patient the cs300 intra artic balloon pump (iabp) had an unknown alarm on display. There was no patient harm or injury reported.